Event description:
The customer found the video out function failed. There was no patient involvement.

Manufacturer narrative:
H3 other text : further evaluation determined the event to be non-reportable.

Event description:
The customer reported that the device video out function failed. There was no reported adverse event to the patient or user. Based upon information currently available, the event has been determined to be non-reportable. The failure of the device display would be detectable by users because the appearance is easily distinguished from normal monitoring as the screen is blank, there are no parameters, waveforms and patient data. The device will continue to generate and provide inops, audible alarms and alarm recordings (if configured). Alternate monitoring would be implemented per hospital protocol.there was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient.